Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The associated product a 3i t3® tapered implant 5/4 x 15mm (bopt5415) was returned for investigation. Visual inspection of the as returned product identified that the implant is badly damaged from removal, and the threads are covered in trephined bone tissue. The internal drive feature is confirmed to contain the reported unknown screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18. Information identified: torque matrix - internal connection. Complainant reported that the unk prosthetic screw could not be removed. It was broken and the implant had to be removed. The reported event is confirmed based on physical inspection of the returned devices. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown lb abutment screw fractured inside the patient's mouth. They were unable to remove the fractured portions and the implant was subsequently removed.